Event description:
Clinic notes were received and indicated that the patient¿s generator was nearing end of battery life and she had noticed an increase in seizures. The patient and family had wished to have the device replaced. Explanted m103 was disposed after surgery. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the cause of the increase in seizures is unknown and the increase is above pre-vns baseline levels.